Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional and performance testing and all results were satisfactory. A batch review could not be performed as the lot number was not provided by the customer. After reviewing the results of all the tests, it was found that the set worked according to the procedure and the condition of no flow / restricted flow was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance regarding the interlink y-type micro extension set in which the female port on the set looks like it is melted or malformed not allowing solution to flow, which is causing the flogard pump to alarm occlusion. They remove the interlink injection sites in order to have the primary tubing connect via luer lock as opposed to connecting to the interlink. Once the primary tubing is connected via luer lock, they attempt to start an infusion, and the pump alarms occlusion. They then inspect the tubing and notice the opening of the luer is "melted" over. The customer said that there is a set running on a patient now that one of the luers was occluded. An unknown chemo product was being infused. There is a barrier over the luer which is preventing flow. There was no patient injury or medical intervention reported. No additional information is available. This is report 3 of 3 of the same reported problem from this facility.